Manufacturer narrative:
According to the complainant he performed a control solution test on the test strips in question when vial was first opened and the results fell within range. He could not recall what the actual results were, nor could he find the control solution results in the meter history. The test strip vial in question only had two (2) test strips left in the vial. The reported results were performed using the same meter and test strips from the same vial were all performed within a 10 minute timeframe. The difference in the readings was determined to be clinically significant. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer support reporting a discrepancy in his blood glucose readings this morning.